Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that no event date was provided but a review of the device log on (B)(6) 2026 shows self-check faults triggered 3 times. Prior to the self-check faults several alarms were triggered multiple times. These alarms were observed throughout the device log history and are consistent with conditions associated with patient/circuit interaction issues, including leaks, kinked hoses, asynchronous breathing, defective or third-party patient circuits and/or incompatible patient settings. The ventilator successfully passed all stress and troubleshooting testing using a known-good test setup, with no inappropriate alarms observed. The flow screens were replaced as a precaution. The investigation is closed as observed in device data. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "compressor fault 2001 and 3001 " error messages. Complainant indicated that there was no patient involvement in the reported malfunction.